Event description:
It was reported that during an unknown procedure, the end of the clamp was broken and was lost in the stomach. They had problems to find the broken part. Another like device was used to complete the procedure. One device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.